Event description:
Rep reports that on the day of surgery. Patient reported no adverse symptoms, and stated the device is working well prior to surgery. We were unable to aspirate the catheter, which was not a medtronic catheter but an off label third party device. Upon further examination, the catheter appeared torn, and the hcp elected to replace it. The event is resolved at the time of report. Hcp replaced catheter and pump successfully. The catheter was discarded. Health care provider was made aware that it should be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).